Event description:
It was reported that the core console caused the handpieces to run without user activation at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the core console caused the handpieces to run without user activation at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event was not duplicated; however, the failure analysis electrical engineer found the footswitch connector was corroded during the device evaluation, which may have caused the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.